Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. A device history record review could not be conducted since the lot number was not provided. To perform a proper investigation to confirm the alleged defect, determine the root cause and establish corrective actions, it is necessary to evaluate the sample involved in this complaint. Customer complaint cannot be confirmed based only on the information provided. Root cause is unknown. No corrective actions can be established. If the device sample becomes available at a later date this complaint will be updated as applicable.

Event description:
Customer complaint alleges the heated wires caused the circuit to melt. Alleged issue reported as occurred during use. It was reported there was no patient injury or consequence.